Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. A device history record (DHR) review could not be performed as the device part and lot numbers are unknown. Visual inspection: the unknown locking screw was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the axis of the threaded tip of the extraction screw was not aligned with the axis of the head of the locking screw and the devices were seized. No other issues were noted with the device. Functional test: functional testing of the received device was performed at cq. The extraction screw and the locking screw were seized at the threads and would not come apart. The axes of both devices were not aligned. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the devices being seized possibly due to user error. Document/specification review could not be performed as the device part and lot numbers are unknown. Investigation conclusion: the complaint is being confirmed for the unknown locking screw as the devices were mated off-axes thus cross-threading them seized. The root cause for the reported issue is attributed to user error. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the surgeon was trying to remove a screw, when the tip of the extraction screw broke. A second extraction screw fused with the removed screw. Procedure was completed successfully with a five minute delay. This report is for an unknown screw. This is report 3 of 3 for (B)(4).